Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pkh133, and no non-conformance's were identified. Device evaluation summary: one labeled winding former, a detached needle and one needle-suture in three sections of product code 8703, lot pkh133 were received for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. Two suture pieces were examined and one end of a suture piece is severely cut, resulting in a clip off defect. The other section of the suture (needle-suture piece) were visually inspected, the swage and attachment area were noted to be as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2020 and suture was used. The suture separated from the needle, unknown layer, unknown loop. A like suture was used to complete the procedure. There were no patient consequences reported.